Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Manufacturer narrative:
(B)(4). Depuy still considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Bilateral patient was revised. The sales rep was not present for the revision. The reason for revision is unknown. Update: (B)(6) 2012- litigation papers received. Litigation alleges that the patient suffers from pain, elevated levels of cobalt chromium. It is reported that upon revision, fluid was discovered on the right hip. There is no new information that would affect the investigation.

Event description:
Litigation alleges that the patient suffers from pain, elevated levels of cobalt chromium. It is reported that upon revision, fluid was discovered on the right hip.additional information: litigation papers allege the patient experienced sharp pain in his right thigh and back and was treated with a sacral epidural steroid injection, which failed to resolve the pain. During revision of the right hip, the surgeon reported: the acetabular fluid was a significant serous and initiative joint fluid. We sent some of the thickened capsule to pathology. Using explant osteotomes, the cup was easily removed with minimal difficulty on which side he had fibrous on-growth.

Event description:
Bilateral pt was revised. The sales rep was not present for the revision. The reason for revision is unk.